Manufacturer narrative:
The user experienced hyperglycemia progressing to diabetic ketoacidosis (dka) requiring ICU-level hospitalization while on ilet therapy. Engineering log review confirmed that device data corresponding to the reported event timeframe were available through (B)(6) 2026 at 11:08am and showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values within the available logs. Additional information indicated the user continued using an ilet previously identified for replacement due to battery-related concerns documented in a separate complaint. The user also reported unsuccessful infusion set changes prior to hospitalization. Device data after the sync cutoff was unavailable and the device was not returned for evaluation. Based on available information, multiple potential contributing factors were present, including prior battery-related concerns and infusion set issues; however, the exact cause of the event could not be established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 349 mg/dl, resulting in diabetic ketoacidosis (dka) and hospitalization. Emergency medical services were contacted, and the user was transported to the hospital where the user was admitted on (B)(6) 2026, treated with insulin, IV fluids, magnesium, and thiamine, and discharged on (B)(6) 2026. No long-term health effects were reported.